Event description:
It was reported that the pulse generator could not be interrogated. The device exhibited backup vvi operation. It was noted that the patient underwent rf ablation post implant and the device may have been exposed to electrocautery. On (B)(6) 2015 interrogation of the device was again unsuccessful. After a device software download, normal device function resumed. The device was interrogated successfully and reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).